Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/19/2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient had a different reading on pump then on her phone. On the phone it was reading high, while on the pump it was reading low. The patient felt a bit lightheaded at that time and decided to take a fingerstick. The patient does not remember the blood glucose reading anymore but confirmed that it was low. The patient drank orange juice and continued with doing chores. An unknown time after taking the orange juice, the patient lost consciousness. It is unknown how long the patient was unconsciousness and how she was brought to the hospital, but the patient was admitted for a total of 3 days. The patient did not remember any medication that was given for the hypoglycemia, but as part of the discharge plan it was mentioned she took insulin admelog, metformin 1000mg, ramipril 10mg, semaglutide 1mg, soliten 10mg and vitamin d3 2000. At an unknown point during the event the gcm reading was 17.8 mmol/l and the blood glucose reading was 4.0 mmol/l. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.